Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Reporter stated "option elite ivcf found to be multiply fractured, one leg loosely trapped in filter, CT evidence of recent migration, at least 4 other fractures. Filter and fragment removed with forceps, one leg retained, procedure complications resulted in hospitalization."

Manufacturer narrative:
Without a lot number provided, a thorough review of the manufacturing and inspection records could not be conducted. There were no samples or photographic or visual evidence provided, however due to the criticality of defect and presence of similar reports, the complaint is confirmed. To assess the risk of the option elite filter fracture, the 1373 was initiated, and an in-depth review of the defect was performed. The filter used in the option elite kits are purchased by a third-party supplier; therefore, (B)(4) was issued to the supplier to perform a detailed investigation into the defect and implement the necessary corrective actions. Corrected information provided in e.4. And h.10. Additional information provided in h.6. And h.11.